Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high impedance. No other anomaly was noted. The lead would continue to be monitored as it remained implanted and active.